Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 26004. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported failure was replicated on the system during system normal mode startup although insertion brake and advanced brake test passed on the psc fixture test platform (pftp). Upon conducting a visual inspection, no factors were identified that could have contributed to the reported event. Failure analysis identifies the insertion brake assembly to be the root cause of the reported event. After replacing the insertion brake assembly, the unit was returned to failure analysis where it was able to startup multiple times on a golden system in normal mode with no errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the insertion brake assembly is the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) with a recoverable fault on the system. The csr was not onsite. The tse confirmed 26004 error on arm 3. The tse advised site to do hard restart of patient side cart (psc) when onsite. Possibly disable the arm. There was no patient involvement.